Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The logfile shows during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. The energy is stable during the treatment day. No relevant deviation between planned and performed energy is detectable for the treatments. Review of the logfiles shows no errors or any relevant warnings that could contribute to the reported event. All laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).

Event description:
A physician reported a thin flap and vertical gas break through following lasik flap creation. It was noted that there was too much liquid and improper canal venting. Additional information requested.